Manufacturer narrative:
The log files were provided for engineering evaluation. Review of the log files found that the cause of the intermittent lock-ups was hard drive communication issue, which caused the loss of data. The cause of the warm system could not be identified, however engineer confirmed that it did not have any impact on the system lock-ups and data loss issue. (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. This MDR will be supplemented if additional information is received. Reference complaint : (B)(4).

Event description:
It was reported that while a patient was undergoing stress echo study, the ultrasound system intermittently locked up the same time it was observed that its thermal behavior was warmer than normal. The user rebooted the system and after a 15-minute delay, the study was completed. When the user attempted to look at the images, the images were lost and they were unrecoverable. The study was not repeated. There was no patient adverse event reported. No additional information was provided.